Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, the catheter tip frayed with minimal manipulation. No section of the device detached within the patient. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence. The physician anecdotally mentioned when reporting this to the district manager that this problem has happened two other times recently with the same product. He did not confirm lot #s or event dates.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, instructions for use (IFU) and quality control was conducted during the investigation. Per information supplied by the customer, no product will be returned to assist in the investigation. This product is shipped with an IFU which states under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." A CAPA has previously been opened to investigate this failure mode. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During the procedure, the catheter tip frayed with minimal manipulation. No section of the device detached within the patient. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence. The physician anecdotally mentioned when reporting this to the district manager that this problem has happened two other times recently with the same product. He did not confirm lot #s or event dates.